Manufacturer narrative:
The field service engineer performed a hardware check, preventative maintenance, and cleaned the photometric pathway. Also, he replaced various parts. He conducted precision testing with ok results. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable alp2 alp ifcc gen.2 results for one patient tested on a cobas 6000 c (501) module. The patient's initial alp result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer as well as a different cobas 6000 c (501) module. At 10:05 a.m., the patient's initial alp result was 219.9 u/l. At 10:35 a.m., the patient's repeat result on the same analyzer was 154.5 u/l. At 10:58 a.m., the patient's repeat result on a different c 501 module was 126.8 u/l. The customer determined the alp result of 126.8 u/l was correct and reported that result outside the laboratory. The alp reagent lot number was 480125 with an expiration date requested but not provided.